Event description:
It was reported that the patient presented with noise on their right ventricular (rv) lead. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted. The patient was stable throughout the procedure. Further information was requested but not received.